Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent a lower back surgery where rhbmp-2/acs was implanted with an lt cage. Post-operatively, the patient developed nerve damage down his right leg. In a subsequent surgery,a surgeon inserted 16 pedicle screws holding an unspecified device in place. On an unknown date in 2014, the patient underwent a removal surgery where the screws were found to be bent or broken. The patient still has several screws in his lower back, but is told that any attempt to remove them or the broken pieces might cause further damage. A pre-operative MRI scan also revealed a granuloma growing at the tip of the patient's pain pump catheter. No further information was reported.